Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument fractured. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.